Manufacturer narrative:
Additional information received: the product was returned for analysis. Please note that the original report had indicated that the product issue had occurred on the same date and involved two of the same products: 100 cm. 5 fr. Tempo sim 2 catheters. Based on additional information received, the product issue occurred on two different dates: (B)(6) 2015 for this complaint and (B)(6) 2015 for the other event. Another complaint was opened to capture the other event: #1-836312406/MFR #9616099-2015-00553. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported through (B)(6), two (2 each) 100 cm. 5 fr. Tempo sim 2 catheters presented with a fracture in their proximal and distal portions, at the moment of use in the patient. One of them presents with other cracks below the distal portion. New information received on a further date explained that these 2 devices were used on separate occasions and days. As the event happened in 2 different days, we will segregate this complaint into 2 complaints. The contact name is confidential. It is not possible to request additional information, nor send the acknowledgment letter. One non-sterile cath tempo 5f sim 2 100cm was received coiled for analysis inside a plastic bag. Outer body was observed partially separated at 90cm from the hub. No other anomalies were found. The outer diameter and inner diameter were measured near to the partial separation and it was found acceptable per specification. The unit was sent to sem analysis in order to analyze the potential cause of the separation. Sem results show that the body surface presented with evidence of elongation at the surroundings areas of the cracking. Elongation is a common characteristic of pieces which were stretched/ pulled and/or bent until separation. Stretching/ pulling or bending could have been related to these separation characteristics. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The event of "catheter (body/shaft) - cracked-in patient (peripheral)" reported by the customer was confirmed due to the conditions in which the unit was received. The exact cause of the reported event could not be conclusively determined. However, handling or procedural factors, such as stretching, pulling or bending, may have contributed to the reported event. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. According to the products instructions for use, users are cautioned to not use open or damaged packages, as was done in this case. Neither the DHR review nor the product analysis suggests that the event is related to the manufacturing process. Therefore no corrective or preventative actions will be taken.

Manufacturer narrative:
(B)(6). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15880920 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported through the competent authority, a 100 cm. 5 fr. Tempo sim 2 catheter presented with fracture in the proximal and distal portion, at the moment of use in the patient. The contact name is confidential. It is not possible to request additional information, nor send the acknowledgment letter. No additional information will be available. The product will be returned for inspection.